Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event and was treated with an unspecified anti-inflammatory drug (dose, route and frequency were not reported). At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was ongoing during the treatment. No additional information is available as the reporter declined to provide additional information.